Event description:
It was reported the patient's scs ipg will not charge and as a result the patient lost scs system stimulation. External devices could not establish communication with the ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.